Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose for the past few hours today. Customer stated that she disconnected from the pump and bolused for lunch. Customer treated with juice and apple sauce and suspended the pump an hour ago. Customer vomited a half an hour ago due to nausea. Customer's blood glucose was 32 mg/dl. Customer stated that the most recent set change was this morning. Customer stated that she thought she filled up the reservoir more that was shown on the status screen. Customer was advised to speak with her health care professional regarding her low blood glucose. Customer was advised to monitor the pump. Customer's current blood glucose was 67 mg/dl.